Event description:
It was reported that during the gastrectomy procedure that the device never powered on. The surgery was delayed by three minutes. The procedure was completed with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # 309c23. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary.   The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional.  Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review. A manufacturing record evaluation was performed for the finished device batch number 309c23, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Was there a change in the patient's post-operative care? What trouble shooting steps were taken to determine the device did not have power? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.